Event description:
It was reported that during a tracheobronchial stenting treatment procedure, the suture broke. A stent had been selected to treat an unspecified esophageal stricture. While attempting to deploy the stent, the suture broke. The stent was partially deployed at the time the suture broke. After the suture broke, the stent was unable to be fully deployed. The stent was able to be removed by unspecified means. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".